Manufacturer narrative:
Date published online article title: drug eluting balloons for resistant arteriovenous dialysis access stenosis j vasc access 2017; 18 (suppl 1): s88-s91 jva issn 1129-7298.

Event description:
Review article on the use of drug eluting balloons for resistant arteriovenous dialysis access stenosis. Encompasses 15 studies <(>&<)> 1035 patients. For those studies which included the use of medtronic devices, some patients who had the in.pact admiral drug eluting stent implanted suffered from venous stenosis, in-stent restenosis, anastomotic stenosis.